Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's force sensor background test could not be rectified. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. The alarm history was reviewed and confirmed the complaint. Service history was reviewed and found no repairs in the last 13 months. Functional testing found that the pump was out of calibration. The force sensor would not calibrate, so the force sensor and force sensor printed circuit board (pcb) were replaced. Despite the force sensor and force sensor pcb replacement, the issue was not resolved, so the main pcb was also replaced. The device also required replacement of the clutches, lead screw and worm coupling due to a travel course error. The device passed all testing following repairs.